Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On the (B)(6) 2022, it was reported by the sales rep that the surgeon was doing his standard rotator cuff repair using a 5.5mm suture anchor, corkscrew ft ii. The surgeon had already inserted 2 of them successfully. However, when the third anchor was placed in the medial row, after he had passed the sutures & tied his knots, the suture eyelet inside the anchor that contains the sutures broke. The small white suture eyelet coming out of the anchor broken was visible. The surgeon mentioned this was the second time in a few weeks the same issue had occurred. He was unable to remove the anchor, the metal anchor remains insitu. Another corkscrew anchor was placed over the top of the existing anchor which was successful, and the repair completed in his standard technique.